Event description:
A report was rec'd via FDA's medical products reporting program and legal summons that a female pt was diagnosed with fusarium keratitis in the right eye while using renu with moistureloc multi-purpose solution. Initially, the pt had irritation following treatment of a corneal abrasion in the right eye. In 2005, the pt was diagnosed with a central corneal ulcer with epithelial defect in the right eye. Her ophthalmologist treated her for ten days and then referred her to a corneal specialist. A culture was performed which confirmed fusarium infection. The pt was given an unspecified treatment and recovered. Following this, she resumed using renu with moistureloc and the fungal infection recurred. The pt was given steriods as treatment. Due to damage to the cornea, the pt underwent a corneal transplant and was given an injection of an anti-fungal agent to remove the infiltrate and treat the fungus in 06. The pt recovered with a paracentral corneal scar and decreased vision in the right eye. The pt continues to experience permanent discomfort and eye irritation.

Manufacturer narrative:
Bausch and lomb initiated an investigation that evaluated the manufactruing facility environmental records, a review of batch reocrds and testing of retain samples for numerous produced lots. All of the records indicate there were no anomalies that could have been related to the report, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product release sterility evaluations met criteria. Product retain sample testing was completed where lot numbers were available and indicated that all chemical and biocidal performance was effective against microbial challenges as required. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fusarium keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most reponsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.